Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. A sample was received for evaluation. Leakage testing of the provided device was unable to replicate the reported failure mode. Without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the catheter broke at the hub with a bd nexiva¿ closed IV catheter system. It is unsure when occurred. The following information was provided by the initial company reporter: it was reported that the catheter fractured at the hub. The following information was provided by the initial reporter: we experienced a defective nexiva IV catheter. Unfortunately, the packaging was not saved. According to the report, the catheter "fractured at the hub". The patient was not harmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the catheter broke at the hub with a bd nexiva¿ closed IV catheter system. It is unsure when occurred. The following information was provided by the initial company reporter: it was reported that the catheter fractured at the hub. The following information was provided by the initial reporter: we experienced a defective nexiva IV catheter. Unfortunately, the packaging was not saved. According to the report, the catheter "fractured at the hub". The patient was not harmed.